Event description:
A customer's mother reported via phone call indicating that the customer received a button error on their insulin pump at a music festival. The patient's blood glucose level was unknown at the time of the call. The mother did not have the insulin pump with her to confirm the serial number on the insulin pump. The customer will call back at a later time with the information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.